Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family friend reported via phone call that the customer experienced high blood glucose. The customer¿s blood glucose level was 470 mg/dl. The customer reported that the insulin pump had battery out limit. Customer was not able to clear the alarm and able to rewind the insulin pump. The insulin pump was died due to low battery. The insulin pump will not be returned for analysis.